Event description:
During a ptca/stenting treatment procedure involving a calcified and 90% stenotic lesion in the middle to distal portion of a minimally tortuous rca, the maverick2 monorail balloon was suspected to have ruptured at 14 atm's on the third inflation when backflow of blood into the inflation device was noted during inflation. (The initial inflation and the second inflations were to 12 atm's). The maverick2 monorail balloon was being used for pre-dilatation of the lesion for placement of a medtronic s18/2.5 and a j&j bero23/2.75 stent. The pt was asymptomatic during this event. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. A 6f medikit introducer sheath, a getz brother's guidewire (size unk), a 6f sal 1.0 sh guide catheter and a seaman inflation device were also used in this case. Pt status is reported as 'good'.